Manufacturer narrative:
One opened and used catheter was rec'd. The catheter was noted to be partially cut at an angle and then pulled to separation; noting mating fractures. The distal segment measured 31.6cm noting grasper marks below the 30cm ink mark. The proximal segment measuring 37.5cm noted 2.6cm of the ink marks were shaved off on one side. The customer was contacted for additional info and in 2008, the customer indicated that while shooting a retrograde, the separation occurred while inside the pt. All fragments/pieces of the catheter were retrieved from the pt during the same procedure using a basket or forceps. No harm to the pt was reported. The catheter has been damaged by an instrument of undermined origin causing the difficulty the customer had experienced.

Event description:
Customer states: "the catheter separated into two pieces."